Manufacturer narrative:
Date of event estimated. Update - device info updated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the model, serial, and lot number were not provided.

Event description:
Related manufacturer reference number: 3006705815-2023-01609. It was reported that the patient experienced pain at both ipg sites due to losing a significant amount of weight. Surgical intervention may occur in the future to address the issue.